Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the data files indicated that there was only one file with a discharge present. The device was powered up in AED mode, began to analyze, prompted stand clear, auto charged, prompted shock advised then prompted press shock button. The file shows that the shock button was pressed by the user and delivered 144.5 joules. The customer's report of spontaneous discharge was unsubstantiated. The file also shows that during the shock, the CPR bar data was active, which indicates that CPR was being performed during the delivery of the shock. No other shocks were delivered during this event. Our device labeling instructs users to stop CPR and stand clear during analysis and delivery of energy. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), after placing the device in manual mode, the device spontaneously discharged without the shock button being pressed. The shock proved therapeutically useful to the patient, however also delivered energy to a nearby medical consultant. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction and the shock appears to not have been detrimental to the cardiac rhythm of the medical consultant.